Manufacturer narrative:
(B) (4). The driver was returned for evaluation. The circular material flow and primarily brittle fracture surface is consistent with torsional overload during tightening. The broken piece was discarded at the hospital. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent posterior fixation from l3 to l5 (date unk). Reportedly fusion had occurred. The pt underwent revision surgery in (B) (6) 2009 to extend the construct to the adjacent level; the construct was extended up to l1. While the surgeon was tightening the axial connector during revision surgery, the tip of the driver broke off during use. The piece was retrieved from the pt. No additional pt complications were reported.